Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged as it had pulled back to the main coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.